Manufacturer narrative:
Sections with additional information as of 04-jan-2022. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. No defect found. Most likely underlying root cause: (B)(6): user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 04-nov-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she is feeling somewhat better and that she was currently experiencing some dry mouth. Customer stated after the initial call she had gone to the hospital where she was kept overnight. When customer arrived at the hospital, blood sugar was 405mg/dl non-fasting. The diagnosis was hyperglycemia. Customer was given IV fluids and 7 units of insulin last night (did not disclose what insulin was given) and 4 units this morning. Customer provided results from hospital: 179mg/dl fasting 3:45 am - 251mg/dl fasting 7:45 am - 252mg/dl non-fasting (customer stated that she took one bite of her lunch before they tested her). Customer was discharged with metformin (no dosage provided). Note 2: manufacturer contacted customer in a follow-up call on 05-nov-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No additional medical intervention was reported. Customer had performed additional blood tests using the true metrix meter and had obtained results of 200 and 218mg/dl fasting. Note 3: manufacturer contacted customer in a follow-up call on 18-nov-2021to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern and no additional medical attention was reported.

Event description:
Consumer reported complaint for error message (e-3). The test strip lot manufacturer¿s expiration date is 04/19/2023; customer stated that she had just got strips today. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 450mg/dl using true metrix meter; customer was not concerned with the result. At the time of the call the customer reported symptoms of increased urination and blurry vision; medical attention was not needed at the time. Customer did advise that she has a routine doctors appointment on (B)(6).